Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirted out during priming from insulin pump. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had hairline fracture on top, random unexplained no insulin delivery alarms, hard to screw in reservoirs, bad battery alert and compartment was sticky. The device will not be returned for analysis.